Event description:
It was reported that an intraocular lens (iol), unknown drnoov was implanted. Following the implantation, the patient experienced persistent visual acuity issues, including blurry vision particularly at computer distance and double vision. The lens was explanted during a secondary surgery and replaced with a rayner iol. The patient's best corrected visual acuity (bcva) improved from 20/20 pre-operatively to 20/30 post-operatively. No unplanned complications, delays, or additional medical interventions were reported. No further information is available.

Manufacturer narrative:
Section d4: model number: unknown/not provided. However it was mentioned that unknown drn00v. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: it was reported that serial number might be (B)(6) or (B)(6) however the exact serial number associated with this report remains unknown. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.